Manufacturer narrative:
The following information was inadvertently missing from the initial report: the battery cap was added as secondary product to the pi. And the battery cap was found to be damaged.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: evaluation revealed that there was no damage observed to the battery compartment. Returned cap is able to securely attach to pump, is difficult to remove. Visible moisture behind display lens was found. Leak test performed and failed due to a pump case leak. Pump opened; evidence of moisture found internally on display screen, transceiver pcb, support bracket and main pcb. Bb shows cs64 alarms and continual por on date of complaint. Pump powers up to blank screen. The cover was cracked between corner of lens and case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.